Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and pocket erosion. Reportedly, the patient developed a scab around the incision site that started to come off. Moreover, a slight amount of drainage on the shirts from the area where the scab came off was noted but the patient has not actively seen it draining. The patient was given an oral antibiotic. There were no additional adverse patient effects reported. The crt-d was explanted.